Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via email that the battery was changed in the insulin pump however, the pump does not work. The customer's blood glucose level was unknown at the time of incident.